Event description:
It was reported that the patient returned for removal of two broken screws in the fall of 2010. It is believed these are two of the cortex type screws used in the repair of the right humerus. The medical record indicates there was a non-union. There is no additional information available.

Manufacturer narrative:
Without lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.